Event description:
Approximately nine months and one week post heartware lvad implantation, it was reported that the patient underwent an elective controller exchange due to a bent pin in port 2 of the controller. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that there was a bent pin on the power port two (2) of controller, (B)(4). There was no patient injury related to this event. The controller ((B)(4)) was returned for evaluation. Analysis of the device revealed that the device failed visual inspection due to the bent pin on the power source two (2). The damaged port was unable to transfer electrical signal from the battery or ac power source to the controller rendering it ineffective. The root cause for the reported "poor mechanical connection" was found to be a bent pin within the power source connector, likely due to a combination of improper handling, material durability and assembly interferences. The manufacturer has an open internal investigation to evaluate these types of issues. Z-1698-2015: a field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Controller ((B)(4)) received on (B)(4) 2014. Controller ((B)(4)/ 1403us - expiration date. 03/31/2013).

Manufacturer narrative:
The controller is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.